Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed kinks in the sheath assembly. The device returned with the tip detached and guidewire exit port was torn.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of intravascular ultrasound imaging catheter broke off. The device was removed from the patient`s body. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of intravascular ultrasound imaging catheter broke off. The device was removed from the patient`s body. The procedure was completed using an alternate device. There were no patient complications.